Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced cc cuv wiper list # 09d42-02 which resolved the customer¿s issue. A review of the architect c4000 processing module tracking and trending data found no trends associated with customer¿s issues described in this complaint. A review of service history for the architect c4000, serial number (B)(6), revealed no additional erratic or depressed magnesium results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the cc cuv wiper did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cc cuv wiper or the architect c4000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier = sid=(B)(6). The initial report was submitted under manufacturer report number 3002809144-2020-01022-00 ((B)(6) as manufacturing site) with suspect medical device of architect magnesium, list 3p68. After further evaluation, the suspect medical device was changed to architect c4000 processing module, list 2p24 (irving, tx as manufacturing site), which is this report. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium (mag)results on architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2020; sid (B)(6); initial mag result=1.9 mg/dl/ repeated=6.3 mg/dl .there was no reported impact to patient management.